Event description:
It was reported that the ilet experienced intermittent charging despite use of multiple outlets, consistent with a charging problem involving the battery charger component. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Investigation of this case revealed a power source problem consistent with a charging issue affecting the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.